Event description:
Additional information received reported that the it was both a catheter and pump issue, both did not work. The catheter was explanted.

Manufacturer narrative:
Continuation of d10: product ID 8780; serial# (B)(6); implanted: (B)(6) 2016; explanted: (B)(6) 2021; product type catheter. Section d information references the main component of the system. Other relevant device(s) are : product ID: 8780; serial# (B)(6); ubd 2017-12-04; UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) and consumer (con) regarding a patient who was receiving dilaudid (hydromorphone) (unknown concentration or dose) via implantable infusion pump. It was reported that the patient "fell on her pump" and stated, "I don't think the pain pump is working". It was noted that the pump was not audibly alarming. The patient asked if a diagnostic could be ran on the pump. The pump functionality was reviewed and the patient was redirected to work with their hcp. The issue was not resolved through troubleshooting. The hcp was redirected to the national answering service. The event occurred sometime in (B)(6). Additional information was received from the consumer on 2021-aug-12 indicated that when a syringe was inserted into the pump blood was returned. It was reported that the patient was having a CT performed. Additional information was received from a consumer on 2021-oct-01 indicated after the patient¿s fall the patient was receiving no medication from the pump. The doctor replaced it for a new one. The issue was resolved.